Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products; associated MDR #1225714-2014-03591, 03592, 03593 and 03594.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2006 and subsequently expired on (B)(6) 2006, after the use of the product.